Event description:
This incident occurred on second use of ils. The patient a 69 year old female who was presented recently upon referral from her attending physician with a mass in the rectum which on biopsy proved to be adenocarcinoma. The lower edge of the lesion was exactly 8.0 cm. Preoperatively CT scan showed a mass effect in the left lower abdomen felt to probably represent tumor ans also probable gallstones.upon entering the peritoneum, the liver was found to be grossly normal and contained no evidence of metastatic disease. The gallbladder was also present and cantained several medium sized gallstones measuring 0.5 cm in diameter. There was a small esophageal hiatal hernia. The spleen, kidneys, and pancreas were all palpable and normal. The stomach and duodenum contained no evidence of disease or neoplasm. The entire small bowel was normal. The aorta was moderately involved with atherosclerotic plaquing but was not aneurysmal. The urinary bladder was normal; the cecum was noted to be quite mobile, on a long vascular pedicle and the appendix was present and grossly normal. The uterus was small and atropic but closely adherent to the left fornix with a large solid mass noted measuring about 8.0 cm indiameter which was quite smooth and attached to both the ovary and vascular pedicle and the left tube, therefore probably representing a solid ovarian mass. The right ovary and tube were atropic and stuck posteriorly but otherwise were grossly normal. The rectal tumor could be palpated well below the peritoneal reflection, measuring about 6 cm in diameter.on 1/2/91 the patient was taken to the o.r. Where under general endotracheal anesthesia the patient was prepped and draped in the usual manner in the modified lithotomy position. The abdomen was then opened via vertical midline incision thus the operation proceeded normally a supracervical hysterectomy was carried out to avoid a staple line adjacent to what was anticipated to be the anastomotic line of the bowel. The stapler was applied and an end to end staple anastomosis was then carried out using the ils stapler conforming to the advice of the manufacturer. The instrument was closed and fired creasting an anastomosis which was visualized with a sterile sigmoidoscope during the procedure and note to be hemostatic. It appeared intact visually, but when some air was inflated into the rectum, two seperate air leaks were identified and one of these was oversewn with three figure of eight sutures of 3-0 vicryl; it was elected at that point to perform a protecting loop transverse colostomy. The pelvis was then irrigated with approx. 1,000 cc of saline which was suctioned away and this procedure was carried out. Operative blood loss amounted to 800 cc. The patient tolerated the procedure well, and was transfered to the recovery room in satisfactory onditioninvalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.